Event description:
Same case as: 6000089-2007-01670. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x12mm non-bsc balloon, inflated to 8 atms for 60 secs. The physician placed a 2.50x16mm taxus express2 drug eluting stent, inflated to 14 atms for 60 secs, and a 2.50x12mm taxus express2 drug eluting stent, inflated to 14 atms for 60 secs. The stent were overlapping. Plavix was prescribed. Two hrs post the stent placement, the pt presented with chest pain and st elevation. Angiography identified thrombus in the stents and ivus revealed the stents were slightly under deployed. The physician treated the thrombus and under deployed stents with angioplasty and thrombectomy. Pt was taking asa and plavix at the time of the event. Medications given: plavix, heparin, and integrilin. The pt was discharged the following day. Three days post the initial procedure, the pt presented with chest pain and st elevation. Angiography identified thrombus in the lad. The physician treated the thrombus with angioplasty and placed a bare metal stent (manufacturer unk). Pt was taking asa and plavix at the time of the event. Pt status reported as "ok."

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A CAPA has been initiated to address this issue. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution.